Manufacturer narrative:
On (B)(6) 2018, haemonetics was made aware of an incident involving a nexsys pcs device which had an observed smoke smell during the power on self test (post) protocol. The customer's technician stated that they observed sparks coming from the interconnect pcb, and requested a replacement pcb to be sent to be sent to their location to resolve the issue. This incident was detected during the post protocol, which is designed to test the device for any hardware failures prior to donor introduction to the procedure. If there are any hardware issues detected, the device will not complete the post protocol, and will be unable to initiate any procedures until the hardware issue has been addressed and the device successfully completes the post protocol. The customer did not report any injuries to their technician, and there is no risk of injury to the donor since this failure was detected prior to any donor involvement with the machine during the post. Haemonetics has sent a replacement interconnect pcb to the customer's location to be installed by the technician. The technician will perform the device repair and calibrations, and will ensure that the device meets all specifications prior to being returned to service. There was no adverse event or injury associated with this incident however haemonetics has previously reported instances of thermal decomposition within a device, as such this incident is considered to be a reportable incident.

Event description:
On (B)(6) 2018 haemonetics was made aware of a nexsys pcs machine which had an observed burning/smoke smell during the power on self test (post) protocol. The customer's technician observed sparks at the interconnect pcb component within the device immediately after powering the device on, and confirmed that a failed component likely caused the observed burning smell. There were no injuries as a result of this component failure. This failure occurred prior to any donor being introduced to the system. The customer has requested a replacement interconnect pcb to resolve the issue.